Event description:
Same event as MFR report #: 2134265-2008-01856, 2134265-2008-01859, 2134265-2008-01860. It was reported that post-procedure an infection occurred. Four express biliary ld stents were implanted without incident in an iliac vessel due to bilateral disabling claudication. Post operative recovery was uneventful. The patient developed left pelvic pain, worsening until the pain became debilitating. The patient returned approximately 7 weeks later, and a CT scan revealed an abscess. The patient was sent to another facility for a bypass and all four stents were removed during the bypass surgery. Cultures performed at the second facility revealed a skin flora that became staph, and a second finding was a skin flora that was gram negative. Additional information has been requested from multiple sources; however, none has been provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.